Event description:
Revision of patellar component, left knee with lysis of dense, fibrous adhesions. Surgeon indicates " ... Component appears to have sunk into patella eccentrically". Surgery defined as "failed pattelar component." Pathology evaluation of component did not reveal visible flaws. Surgeon replaced previous component size #9, with a size #7. Original knee arthroplasty 12/26/96.